Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch/lot: 7074376/7074378.

Event description:
It was reported that the patent experienced inadequate stimulation and underwent an explant procedure. The patient was doing well postoperatively and the explanted devices were not release by facility.